Manufacturer narrative:
The customer reported the following possible lot#s: lot#: 14110075 expiration date 1-aug-2029 manufacture date 12-aug-2024. Lot#: 14065820 expiration date 1-jul-2029 manufacture date 2-jul-2024. The investigation is pending completion. Upon completion a supplemental MDR will be submitted.

Event description:
A complaint was received regarding a 53 cm (21") add-on 150 ml burette set (clave¿, shut-off), vented cap that experienced disconnection. The reporter stated that, "when connected to IV giving set, piece of tubing at bottom of burette disconnects." In addition, the account manager and clinical educator sa & nt also stated that, "the customer has made numerous complaints abut thec7014 in the recent past. We have sent them replacement stock not the lot numbers not lot number 14110075 or 14065820." The event occurred during use on patient. Someone became aware of the issue when tubing between burette and IV giving sets became disconnected. Medication was not being used with this product.

Event description:
Additional information was received on 16-may-2025 and stated that the involved lot number is 14110075. The incident occurred while the product was on the patient. No patient harm, staff changed the IV giving set and burette. There was a specific physical damage noted on the set where the bottom part of tubing disconnected to the IV giving set. The set was replaced and therapy resumed without any problem. There was an IV solution or medication used but the name is unknown. It is unknown if there was leakage at the location of the leakage. There was no unprotected chemotherapy exposure to the patient, health care worker or other personnel and no chemotherapy exposure to the to the patient, health care worker or other personnel. There was patient involvement but no patient harm.

Manufacturer narrative:
Investigation summary the reported complaint of a disconnection could not be confirmed. Without the return of the sample or a photo/video, a comprehensive review cannot be performed, and a probable cause cannot be determined. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint. Corrected/updated information can be found in b5, d10 concomitant products, d4 and h4.